Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in exposure of the receiver/stimulator. The device was explanted on (B)(6) 2014. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2014.

Manufacturer narrative:
(B)(4).